Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not provided

Event description:
It was reported that the patient presented in the emergency room due to inappropriate shock caused by incorrect interpretation of signal. No changes or intervention were reported. Patient condition was stable.